Event description:
Date notified: 3/02. A model 305 aspirator failed to operate. An inspection of the device revealed that wire terminal on the battery pack had become disconnected. The device was repaired and returned to the user. No pt was involved at the time of this failure.